Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the tsg45 instrument triggers would not return after firing (could finally open manually). There were no problems with cutting and stapling. The anvil detached during cartridge change. Another instrument was used to complete the case. There was no consequence to the pt.